Event description:
Battery early depletion was confirmed during device check on feb 10th. Home monitoring was not being used. Device currently remains implanted. Should additional information be received, this file will be updated.